Event description:
Pt complained of knee pain 2 1/2 years post-op of "tka". Arthroscopy was done and it was determined that the articular surface was disassociated from the tibial tray. The articular surface was removed and replaced.